Manufacturer narrative:
Report confirmed. The device was tested and the maximum temperature was measured to be 164°f. The likely cause was identified as worn bearings. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of gets too warm. No patient impact reported. Repair request escalated to a product event based on reason for return and out of box failure. On follow up it was confirmed that there was no patient impact.